Event description:
This rv lead was implanted on (B)(6) 2007. On (B)(6) 2012, the pace / sense portion of this lead was capped due to low rv waves. The physician was dr. (B)(6) at (B)(6) center in (B)(6), sc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).